Event description:
Technician found stretcher with note stating brake not working. He found the screw on foot brake/steer caster link had broken off and link was hitting frame when brake is being applied and would not lock. Tech removed the rest of screw from hex rod and replaced with new screw to resolve.